Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA, alleging that their onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy issue first occurred on (B)(6) 2015 at 10:27am. The patient provided the following meter readings which were obtained from the subject meter at this time: ¿59, 55, 67 and 78mg/dl¿. The patient stated that they manage their diabetes with non-insulin shots; they denied making any changes to their regular diabetes management routine as a result of the alleged product issue. 15 minutes after the product issue started the patient developed the symptom of ¿shaky¿ and in response to this the patient self-treated with additional food and/or drink. At the time of troubleshooting the cca noted that unit of measure was set correctly on the subject meter and an approved sample site was being used. However, the results which were obtained were obtained greater than 20 minutes from each other. This complaint is being reported based on the following conclusion: although the meter readings obtained do not meet lfs precision criteria, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ the patient¿s meter and test strips have been returned on 4/23/2015 and evaluated by lifescan product analysis on 4/27/2015 and 4/30/2015, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.